Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing eval. Once the eval has been completed or if add'l info is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device would not run/rotate. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.